Event description:
A customer reported an error identified as cgm error 42. The issue occurred without any adverse impact on the customer's blood glucose level. Technical support guided the customer through a pump reset, after which the error did not reappear, and the sensor session was successfully initiated.